Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture and "lopsided, something not right and way up, rise.". Healthcare professional later reported upon removal left side implant was not rupture, the device migrated. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported upon removal left side implant was not rupture, the device migrated. Later the event was determined to be a capsular contracture, baker grade unknown. Device has been explanted.